Event description:
It is reported that the outer, hard plastic box was missing from the device packaging, thus compromising the sterility of the implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.